Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that as the customer did not have pump supplies, the pump was unable to be used for insulin therapy. The customer's blood glucose (bg) elevated (value not provided). Ketone level was moderate and the customer experienced diabetic ketoacidosis (dka). Insulin injections were administered. At the time of the report, additional information was not provided. Although multiple attempts were made, the customer did not reply to the request for additional information.